Event description:
The complainant reported the patient was on impella 5.5 support and during support high purge pressure was observed. Tissue plasminogen activator was implemented in the purge. Support was continued and staff monitored. The patient expired after 234.72 hours of impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
H6 code 4582 was reported incorrectly on manufacturer device report 1220648-2024-23959. New code was added to health effect - clinical code.